Event description:
It was reported that after the iab was inserted and connected to the pump, the helium loss alarm was noted. The tubing and quick connector were changed, but the alarm continued. The pump was exchanged, but the helium loss alarm continued. The iab was removed and replaced without any complications.